Manufacturer narrative:
(B)(4). Final analysis reported no anomalies with the pump. The end of service (eos) occurred on (B)(4) 2011 and was greater than 85 months. Analysis of the catheter concluded catheter leakage-hole. A hole was seen in an area 7.6 cm from the more proximal pin connector. It appeared to be the result of a needle stick.

Event description:
No info was provided regarding reason for explant. The device was returned for disposal only.